Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had entered safety mode upon programmer interrogation while the patient was on the table in the lab, and the right ventricular (rv) lead exhibited reproducible lead noise with oversensing and pacing inhibition. As a result, the patient experienced syncope, fainting, and loss of consciousness. It was noted that the patient was ventricular dependent with no underlying rhythm. Subsequently, the crt-p was explanted and replaced, and this rv lead was surgically abandoned and replaced with a lead implanted for left bundle branch area pacing (lbbap).

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.